Event description:
It was reported that when using the pyxis medstation es system cubie failed, showed read, write or invalid error. The customer stated that the user was able to remove the medication from another station and there were no prolong delays in accessing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main half-height drawer 5.1 showed read write error for multiple cubie pockets. A field service engineer reseated row board cables and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.